Event description:
Additional information was received that the t-wave oversensing was post-paced.

Event description:
During a remote follow-up, episodes of t-wave oversensing were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.